Manufacturer narrative:
The investigation into the stroke/cva has been completed since the original report was filed. The device was not returned for investigation. As the clinical information was not provided, the root cause of the stroke/cva could not be determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 56-year-old asian male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant in japan had a cp support for 3 days for a patient admitted with an ami. The pump was weaned and explanted. At the time of explant the patient condition deteriorated and the diagnosis was made for a cerebral infarct. The causal relationship of the impella and neuro event can not be denied.